Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported no treatment or intervention was required to treat the patient.

Event description:
It was reported that during a pulsed field ablation procedure, bleeding from the puncture site was observed. The case was completed with pulsed field ablation. Post-operatively the procedure, the patient's blood pressure decreased during hemostasis. A computerized tomography (CT) was planned as a precaution. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator product ID 10fcc13 ((B)(6)); product type: 0629-flexcath sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.